Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient was not getting adequate therapy due to lead migration and impedances present on a few contacts. X-ray confirmed migration. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
D6a: implant date has been updated.

Event description:
Related manufacturer reference number: 1627487-2021-15344.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.